Manufacturer narrative:
The received device had the cannula assembly fully deployed. The exposed portion of the soft cannula was found torn, allowing for fluid to exit through the tear. The download data does not contain any alarm, timeouts or drive stalls. It could not be conclusively determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to 300 mg/dl, while wearing the pod between 24 and 36 hours on the infusion site (abdomen). As treatment, the patient changed out the pod for a new pod.